Event description:
It was reported that the patient had an artificial urinary sphincter removed and replaced due to atrophy. Further information was requested and not yet received.

Manufacturer narrative:
Additional information: implant date, device has returned and is waiting for analysis.

Event description:
It was reported that the patient experienced atrophy with an artificial urinary sphincter (aus). The aus cuff, pump, and balloon were explanted and a new 4.0cm aus cuff, pump, and balloon were implanted.

Manufacturer narrative:
Device analysis: atrophy was reported. The ams800 device was visually inspected and functionally tested. No leak was found. The occlusive cuff performed within specifications. The pressure regulating balloon tested at 62.1 cmh20. The original balloon pressure is unknown. The control pump was not functionally tested due to contamination. The product record review revealed no additional information related to the complaint so an overall investigation conclusion code of known inherent risk of device was chosen as the reported adverse event is known and documented in the labeling. The reported allegation(s) could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA, or scar is required.

Event description:
It was reported that the patient experienced atrophy with an artificial urinary sphincter (aus). The aus cuff, pump, and balloon were explanted and a new 4.0cm aus cuff, pump, and balloon were implanted.